Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving an ¿incompatible sensor¿ error message on the day of applying the sensor. The customer experienced symptoms described as ¿could not walk, very heavy head, and felt she was having a stroke¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained a laboratory result of 86 mg/dl and administered unspecified IV and aspirin as a treatment. An MRI and echocardiography were performed and no additional information was provided. There was no report of death or permanent impairment associated with this event.